Manufacturer narrative:
Reliability analysis performed on 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor passed with accurate readings. The cannula was bent however, unable to confirm if customer received sensor in said condition due to product being returned opened/used.

Event description:
Customer reported receiving false predictive low alerts when the blood glucose reading was 134 mg/dl. She stated that the sensor glucose graph was trending towards the blood glucose reading. She also reported that the sensor glucose was 53 mg/dl while the blood glucose reading was 160 mg/dl with the sensor reading trending upwards. Customer was advised on calibration protocol. Customer received a calibration error alert and stated that it was not the result of the first calibration attempt after initialization. There was no incorrect or delayed entry of a blood glucose reading. Customer also received a bad sensor alert following a second consecutive calibration error alert. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.